Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's dosing stopped. The user received a failed sensor alarm, and the agent advised that they replace their dexcom g7 cgm. The patient later advised that blood glucose was 350 mg/dl and was walked through attaching the sensor and pairing it to the pump. The event lasted 90 minutes, and the patient reported feeling tired. No outside medical assistance was required, and the patient declined further follow up on the hyperglycemic event.